Event description:
Rptr went to family dr concerned about a cough. Sent for chest x-ray which showed that the port was broken. Rptr sent directly to the surgeon who worked the rptr in between cases to remove broken piece of device. Second surgery one week later to remove the main section of the device.